Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016 the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultramini meter was reading inaccurately high compared to her feelings and/or usual results. The complaint was classified based on the customer service representative (csr) documentation. The patient stated that the alleged inaccuracy began at an unspecified time on (B)(6) 2016 when she allegedly obtained a blood glucose reading of 213mg/dl using the subject device which she felt was elevated compared to her feelings and/or usual readings. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy. The patient stated that she manages her diabetes using insulin (self-adjusts) and reportedly continued with her usual dose (1 unit of insulin) in response to the alleged issue. The patient stated that she experienced symptoms of shaky, tired and weak approximately 1 hour after the alleged issue began, and reportedly self-treated with food and/or drink on (B)(6) at 10pm in response to the reported issue. The patient confirmed that her blood glucose was not measured using any other device. At the time of troubleshooting the csr noted that the meter was set to the correct unit of measure and the test strips had been stored correctly and within expiry. The csr noted that the patient did not have any control solution. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
The lay user/patients meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. The test strips passed testing; the reported issue could not be confirmed. However, a secondary issue was observed; the test strips were found to have results below range when tested with control solution. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.